Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve and nitinol stent, model #pvf-m, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed the results confirmed that this valve and component satisfied all material, visual, and performance standards required for a perceval plus heart valve at the time of manufacture and release. Since the device was not explanted (tavi implanted), no further device investigation can be performed at this time. Based on the available information, it is not possible to draw a definitive conclusion on the reported event. However, from the document review performed, no manufacturing nor quality deficits were identified. Postoperative events of paravalvular leak can be secondary to a device malpositioning, mis-sizing or stent folding of the perceval valve but a definitive root cause cannot be established from the information presently available. Further follow up on the reported event is ongoing and the manufacturer will provide an update to this reporting activity should additional information be received.

Event description:
On (B)(6) 2021, a perceval plus model pvf-m valve was implanted through rat with no issues. After the dismissal from ICU (patient in ward), the patient was symptomatic for dyspnea and the tee showed a severe paravalvular leak. The surgeons decided to go for a valve in valve procedure with a tavi device that was performed on the (B)(6) 2021. The procedure was smooth and the recovery of the patient went well.